Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook. Is also currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Incidental finding: review of the submitted clamshell repair photographs also revealed that rescue tape was observed on the outer jacket of the driveline. A specific cause for the damage could not be conclusively determined through this evaluation. The reported event was confirmed based on an onsite evaluation by an abbott representative, as well as the submitted photographs. A photograph was provided by the account that showed that the outer jacket was torn, causing the outer jacket to separate from the distal end. On (B)(6) 2021, an abbott technical services representative successfully performed a clamshell repair. A photograph was provided that showed that the clamshell was successfully placed on the driveline. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the vad team reached out to to request clamshell repair. The patient's outer silicone sleeve portion of the driveline is separating from distal end. No alarms associated with issue and pump was performing as expected. The driveline was taped up to reinforce and it was communicated to the patient to take extra precaution with driveline handling. Repair completed on (B)(6) 2021 per heartmate ii percutaneous lead field repair kit procedure. No issues with repair.